Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015.on 04/15/2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing a random function. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 07/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of the call service alarm issue. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. The complaint was not duplicated, and no defect was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.